Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during the pacemaker implant procedure, the terminal pin of the right ventricular (rv) lead was very difficult to insert into the device header. The procedure was completed successfully. No adverse patient effects were reported. The device and associated lead remain implanted and in service.